Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having insulin flow blocked alarm while at the clinic office visit. She had already changed set and reservoir but the pump kept prompting insulin flow block. Treatment for the high was with the pump. Pump was used within 48 hours of the high. It was unknown if smartguard was used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia possibly due to insulin flow blockage. The customer reported blood glucose value of 480 mg/dl and was treated with insulin pump (subcutaneous insulin infusion). Customer visited clinic for the assistance. The event involved product(s) unknown disposable sensor, mmt-332a, mmt-1884, unomedical. Customer declined troubleshooting for insulin flow blocked alarm. Customer declined troubleshooting for hyperglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for unknown disposable sensor. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for unomedical.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08710 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 20-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 20-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 2 days prior to the event date of 20-mar-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 00:24:00.000. Replace battery alert was found on: (B)(6) 2025 09:55:00.000. (B)(6) 2025 10:05:00.000. Replace battery now alarm was found on: (B)(6) 2025 10:26:00.000. (B)(6) 2025 10:36:00.000. Pump error 68 alarm was found on: (B)(6) 2025 13:45:39.000. Pump error 49 alarm was found on: (B)(6) 2025 13:45:39.000. (B)(6) 2025 13:46:00.000. Pump error 23 alarm was found on: (B)(6) 2025 10:37:04.000. (B)(6) 2025 13:46:26.000. (B)(6) 2025 13:49:21.000. Power loss alarm was found on: (B)(6) 2025 10:37:51.000. (B)(6) 2025 10:38:00.000. (B)(6) 2025 13:49:36.000. Insert battery alarm was found on: (B)(6) 2025 13:49:36.000. (B)(6) 2025 13:47:57.000. (B)(6) 2025 13:48:33.000. (B)(6) 2025 13:48:39.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert and replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm was expected since the pump restarted after pump shutdown. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 during bolus/basal/prime deliveries. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (26.55 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.